Event description:
Per the info provided to co by the physician's office, via co's intl rep, the device was removed because the "scrotum was infected on the site of pump insertion." As reported to co, the entire device was removed and replaced with a malleable prosthesis, produced by the same MFR.